Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2011 states that caller mentioned a lead fracture. Patient has had inappropriate shocks and has been evaluated and a fracture is apparent. Therapy turned off on (B)(6). Lead revision/replacement today by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).